Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
It was reported that a 75 yo male patient who was enrolled in an exactech shoulder clinical study on (B)(6) 2022, received exactech devices on (B)(6) 2022, after their antibiotic spacer was removed and the shoulder was irrigated and debrided. Date of initial exactech device(s)implantation, and placement of the antibiotic spacer unknown. They were revised on (B)(6) 2022, due to infection and dislocation of their replacement. Date of onset, (B)(6) 2022. The surveillance cultures tested positive for staph epidermidis. After consultation with infection disease, he was placed on doxycycline. X-rays showed anterior dislocation of replacement, there also appeared to be displacement of bony fragment of the calcar region. The tray, liner, glenosphere, and glenosphere screws were revised. The patient¿s outcome was last known as resolved. The case report form indicates this event is possibly related to device and possibly related to procedure. Devices will not be returned. No further information known.

Manufacturer narrative:
D2b: prosthesis, shoulder, non-constrained, metal/polymer cemented. D10: concomitants: humeral stem or stemless 300-01-15. Reverse humeral liner 320-42-03. Reverse humeral tray (extension) 320-20-01. Reverse glenosphere 320-08-42. Reverse glenosphere baseplate 320-15-01. Additional information, including the product investigation, will be submitted within 30 days of receipt.